Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced an issue with their infusion set where the insulin flow was obstructed. The blockage was identified to be located in the tubing of the infusion set. The patient experienced elevated blood glucose levels, which were managed using multiple daily injections. Patient replaced infusion set and resumed insulin successfully. No further information available.